Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant of this right atrial (ra) lead, several positions were attempted due to low amplitudes and the anatomy of the patient's atrium. Eventually, a position with acceptable measurements was found and the pocket was closed. Just before the end of the procedure, loss of capture, low amplitudes, and undersensing were observed. The ra lead was observed to be dislodged and the pocket was reopened and this ra lead was extracted and discarded. No additional adverse patient effects were reported.